Event description:
It was reported that this right atrial (ra) lead exhibited lead break or fracture due to subclavian crush confirmed via fluoroscopy. This ra lead was surgically abandoned and no lead replacement. No additional adverse patient effects were reported.